Manufacturer narrative:
The baxter technician found the auxiliary power cord needed to be replaced. Per the hillrom service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the power cord is not damaged and it is connected to the bed. Replace the power cord as necessary. Check the ac inlet to psm cable assembly for kinks, damage, and connections. Replace or connect the cable as necessary. Replace parts as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the auxiliary power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
On 23-sep-2024, a company representative - service personnel contacted technical service to report that centrella med-surg (product code p7900b1spl05, serial number (B)(6)), had an issue, physically damaged aux cord copper wire exposed. No loss of function. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.